Event description:
It was reported by the customer that their sensors are not functioning properly. Customer states that they charged the sensor fully, but the device alarms lost sensor. Customer's blood glucose level was 50 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Reliability analysis evaluated one opened/used enlite sensor, and performed testing. Connected the sensor to the transmitter, and confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Also, found that the cannula was bent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.